Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Product may have been discarded at the user facility.

Event description:
It was reported by a company representative that a patient had received a revision surgery due to symptoms of pain.